Event description:
It was reported that during an implant procedure the right ventricular lead coil appeared bent after the stylet was removed; however, the bent went away after 45 minutes. The lead placement was also difficult to maneuver and there was low r-wave noted. It was also reported that the atrial lead had noise, and oversensing possibly due to electromagnetic interference. It was also impossible to get clear electrogram and capture could not be confirmed on the atrial lead. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The full lead was returned and analysis found no anomalies. It was noted that there was blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. It was noted that there was blood in/on the helix/lobe mechanism.